Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit went to vent inop error with error code message of machine and proximal pressure sensors failed. Customer reported that the unit shut off while providing therapy. However, there was no harm to the patient or the user.

Event description:
Customer reported the unit went to vent inop error with error code message of machine and proximal pressure sensors failed. The customer stated there was no patient involvement.